Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer received a compromised force sensor system alarm. It was also mentioned that the customer is unable to exit the preparing to prime loop. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.